Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was due to air being sucked into the disposable caused by the patient not connected when therapy initiated. The home patient (hp) pressed go before connecting himself. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
The home patient (hp) contacted global technical services (gts) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during initial drain. The hp stated he pressed go to start therapy before connecting to the hc. The tsr assisted the hp to cycle power to clear the alarm. The hp confirmed to notify his nurse. On (B)(4) 2011, product surveillance spoke with the hp who stated he did not recall pressing go before connecting. The hp further stated that he may not have been connected. The hp confirmed he followed up with his nurse the following day regarding the alarm received. The hp stated he resumed therapy using the new supplies without any problems. No patient injury or medical intervention was reported.